Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-04981). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, the battery was found to be near eri. Premature battery depletion was suspected. The device was explanted.